Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had unexpected restart. Customer's blood glucose value was 168 mg/dl at the time of the incident. Customer reports they were able to clear the alarm. Customer able to complete rewind. Customer further stated that after completing the troubleshooting and the battery change the alarm occurred thrice. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device alarmed a21 after battery change and resets time/date to factory default due to c13 voltage leak at interface board. However, device passed the self-test and displacement test. No unexpected a25 alarm noted during testing.